Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088801) on 20-aug-2019. The most recent information was received on 29-aug-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I developed pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, combinations. On (B)(6)2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dermatitis psoriasiform ("psoriasis type breakout on my skin"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("heavy menstrual cycles"), 1 day after insertion of essure. At the time of the report, the pelvic pain, fatigue, alopecia, dermatitis psoriasiform, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis psoriasiform, dysmenorrhoea, fatigue, menorrhagia and pelvic pain with essure. The reporter commented: hospitalization, required intervention, other serious was mentioned but not specified and /or assigned to one of the events. Patient states hysterectomy was required. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088801) on 20-aug-2019. The most recent information was received on 29-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I developed pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, combinations. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dermatitis psoriasiform ("psoriasis type breakout on my skin"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("heavy menstrual cycles"), 1 day after insertion of essure. At the time of the report, the pelvic pain, fatigue, alopecia, dermatitis psoriasiform, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis psoriasiform, dysmenorrhoea, fatigue, menorrhagia and pelvic pain with essure. The reporter commented: hospitalization, required intervention, other serious was mentioned but not specified and /or assigned to one of the events. Patient states hysterectomy was required. Essure insertion date provided in summon : (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case. All information, source document and references from case (B)(4) transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088801) on 20-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I developed pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, combinations. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), rash ("psoriasis type breakout on my skin"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("heavy menstrual cycles"), 1 day after insertion of essure. At the time of the report, the pelvic pain, fatigue, alopecia, rash, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and rash with essure. The reporter commented: hospitalization, required intervention, other serious was mentioned but not specified and /or assigned to one of the events. Patient states hysterectomy was required. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were noted to be embedded in the uterus and fallopian tubes') and pelvic pain ('I developed pains') in an adult female patient who had essure (batch no. 969220-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, combinations. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dermatitis psoriasiform ("psoriasis type breakout on my skin"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("heavy menstrual cycles"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, fatigue, alopecia, dermatitis psoriasiform, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis psoriasiform, dysmenorrhoea, fatigue and menorrhagia with essure. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: hospitalization, required intervention, other serious was mentioned but not specified and/or assigned to one of the events. Essure insertion date provided in summon : (B)(6) 2012. The essure procedure was performed per protocol. Trailing coil: left 1-2 right 4-5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088801) on 20-aug-2019. The most recent information was received on 01-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were noted to be embedded in the uterus and fallopian tubes') and pelvic pain ('I developed pains') in an adult female patient who had essure (batch no. 969220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, combinations. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dermatitis psoriasiform ("psoriasis type breakout on my skin"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("heavy menstrual cycles"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy and essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, fatigue, alopecia, dermatitis psoriasiform, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis psoriasiform, dysmenorrhoea, fatigue and menorrhagia with essure. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: hospitalization, required intervention, other serious was mentioned but not specified and/or assigned to one of the events. Essure insertion date provided in summon : (B)(6) 2012. The essure procedure was performed per protocol. Trailing coil: left 1-2 right 4-5. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical records received. Essure lot number was added. This case is medically confirmed. Reporters were added. Event embedded device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088801) on 20-aug-2019. The most recent information was received on 11-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were noted to be embedded in the uterus and fallopian tubes') and pelvic pain ('I developed pains') in an adult female patient who had essure (batch no. 969220-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, combinations. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dermatitis psoriasiform ("psoriasis type breakout on my skin"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("heavy menstrual cycles"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, fatigue, alopecia, dermatitis psoriasiform, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis psoriasiform, dysmenorrhoea, fatigue and menorrhagia with essure. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: hospitalization, required intervention, other serious was mentioned but not specified and/or assigned to one of the events. Essure insertion date provided in summon : (B)(6) 2012. The essure procedure was performed per protocol. Trailing coil: left 1-2 right 4-5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.